Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised twenty (20) years post implantation due to dislocation. The head and liner were exchanged.

Manufacturer narrative:
(B)(4). D10: unknown liner unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Attempts have been made to gather all product identification information, and no further information has been provided. Suggested component code: mechanical (g04) - head. Visual examination of the provided pictures identified an explanted head, stem, and liner. The devices were covered in bio-debris. No further evaluation could be made from the provided photographs. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no medical records provided for this complaint. Reviewed records were for linked complaint. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, b5, g3, g6, h2 h10.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty completed on with unknown product. The patient was revised for an infected pseudotumor and at that time zimmer biomet components were placed. Subsequently, the patient was again revised due to reported dislocation requiring exchange of the head and liner. No additional details are available, and further information has not been provided at this time.